Event description:
It was reported that the patient experiences sound quality issues and a decrease in performance. Device testing revealed several open electrodes. Some electrodes are extracochlear. Device revision surgery has been scheduled.